Manufacturer narrative:
Additional device information updated. Serial number initially reported was incorrect. The device analysis report is attached. This report is submitted on september 27, 2021.

Manufacturer narrative:
This report is submitted on september 16, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the force of a csf leak. Due to the patient's anatomy, removal of the device was necessary to close the csf leak. The patient has not been reimplanted with a new device.